Manufacturer narrative:
The device was received for evaluation. During functional testing, "occasionally powers down with movement/impact" was not reproduced. A review of the event history log revealed "improper shutdown!" However, the ehl cannot determine the cause of the "improper shutdown!" Events and therefore cannot confirm the device powered off without user input. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.